Event description:
It is reported that the device was implanted in 2002, and revised in 2009, due to the pt having pain. The surgeon opted to perform a poly swap on the pt due to the severe pain. As stated on the product experience report, "because of extreme obesity of the pt and limited exposure, difficulty was encountered locking the new insert into place." Two different articular surfaces were attempted, without successfully achieving complete locking. The surgeon opted to address the insert locking in a subsequent surgery, previously planned to be performed later in the week, after intraoperative cultures were completed to rule out infection. The articular surface with lot number 61229057 was left in the pt with the articular surface not locked onto the tibial baseplate. Revision surgery was delayed 2 hours. Only the 00599605012 will be returned for evaluation.

Manufacturer narrative:
This report will be amended when our investigation is complete.